Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a corneal abrasion occurred in the left eye during lasik. A bandage contact lens was placed on the eye. The flap was noted to have temporal scarring but is not within the visual axis. The patient was seen in follow up; symptoms resolved.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).